Event description:
Additional information became available that this device was explanted and replaced.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker was having an unrelated surgical procedure. The device was programmed to doo mode at 80 ppm for the procedure. During the use of electrocautery, it was reported pacing therapy was not effective and there were long pauses. The pauses in pacing were thought to be related to electrocautery and some sort of interference with either the external monitoring equipment or the pacing output. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.